Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
It was reported that, the patient presented with a complaint of back pain and underwent fusion surgery using rhbmp-2/acs and musculoskeletal transplant foundation implants. Post-operatively, patient sustained unspecified injuries. No other information was provided.